Event description:
It was reported that during a trial implant procedure, the lead fractured when the doctor tried to connect the attachment with the boot and the lead extender. Further information has been requested.

Manufacturer narrative:
(B)(4).